Event description:
A cracked male luer lock is causing a leak. A stopcock was exchanged for the luer lock and leaking stopped. This complaint occurred duting patient use but customer reports no injury or medical intervention.